Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported leak could not be conclusively determined. The reported air embolism and hypotension are cascading events of the leak. The reported patient effects of embolism and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 mixed mitral regurgitation (mr) for a mitraclip procedure. During preparation of the steerable guide catheter (sgc) was functioning correctly. During the procedure, while positioning the clip in the left atrium (la) air bubbles were observed within the left atrium (la). The stopcocks were checked, and they all appeared to be closed correctly and functioning as required. Their was loss of fluid column observed in the sgc hemostasis valve. Troubleshooting was performed by aspirating, and positioning the guide handle below the level of the left atrium. The air embolism lead to a drop in blood pressure and the patient needed to be reanimated. A mitraclip was implanted successfully. The final mr was grade <1. There was no clinically significant delays reported. No additional follow-up is required.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.